Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that upon trying to exchange the system controller the hospital staff was unable to depress the release tab on the system controller. It was noted that the area was quite dirty. Per add'l info received, the percutaneous lead was later removed from the system controller and the controller was exchanged.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.